Event description:
It was reported that a revision surgery was performed due to unknown reasons. No more information available.

Manufacturer narrative:
New additional information was received. It was reported that a taper was found broken. The associated synergy porous stem was returned along with the head and the cup. A lab analysis conducted during this investigation noted that the stem showed a fractured neck. The porous coated region of the stem around all sides exhibited bony in growth coverage of an estimated over 50%. This indicates the stem was fixed to the host bone. The two fracture surfaces of the neck of the stem were physically placed in a mated contact. This revealed a large notch on the medial aspect of the neck. The notch in the neck appears to be from contact with the inner edge of modular head taper. Constant rubbing contact between the two surfaces (cocrmo against ti 6al 4v) would have resulted in developing the notch, which appears to be approximately half way through the neck of the stem¿s cross section. At a point the remaining neck cross section was not sufficient to carry the load, thus the resulting neck fracture. The male taper surface of the stem has been eroded away indicating a loose taper to taper junction, which would have allowed the modular head component to rotate, wearing material off the proximal end of the stem taper and causing the femoral head taper to contact with the neck, forming the notch. A wear analysis noted the combined head and cup linear wear on the bearing surfaces was 22.6 m. Time in vivo is needed to compare the linear wear for the part with the historical wear data for a non edge loaded sn large diameter metal on metal device. The position of wear on the cup shows that the head was articulating within the bearing surface of the cup. Material loss was measured on the internal taper of the head. Depth of the material loss on the stem taper could not be measured with the vertical straightness technique used. No medical documents were received for medical investigation. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
Upon examination of the returned parts it was evident that the femoral stem had fractured at the neck. Acetabular cup and femoral head also removed.

Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.